Manufacturer narrative:
Evaluation results: one medfusion was returned for investigation in used condition. The tamper seal was missing. A review of the event history log showed evidence of the reported check clutch/plunger lever error. During an occlusion test, the clutch slipped on the leadscrew causing the check clutch error. The investigator was unable to determine the root cause of the product problem. The clutch parts were under four years old. The investigator replaced left and right clutch halves (leadscrew) and spring. The problem source of the reported product problem was unknown. A root cause was not established.

Event description:
It was reported that the device displayed a check clutch plunger lever error. There was no patient involvement.